Event description:
The nurse reported that "when opening the device before use for a surgery, there was a lot of ice and the implant was completely frozen. It was not used and another device of same reference was used for the surgery." The account confirmed that all implants are stored at the same location and only this implant had ice inside the packaging and on the implant.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported that "when opening the device before use for a surgery, there was a lot of ice and the implant was completely frozen. It was not used and another device of same reference was used for the surgery." The account confirmed that all implants are stored at the same location and only this implant had ice inside the packaging and on the implant.

Manufacturer narrative:
Evaluation summary: the visual inspection revealed the box is destroyed. It was not opened in a good way. The labeling is damaged which indicate product was stored without plastic foil. Some marks and scratches are visible on box maybe due to instrument. There is one opened blister in box. The outer blister not returned.this event can be classified as user related. The root cause of complaint is misuse on storage conditions.